Event description:
It was reported that connector luer lock c35j had flow issues. The following information was provided by the initial reporter: this is a report about a flow issue of 515505-zat. The hcp connected to non-bd infusion set and started infusion; however, the volume level in the drip chamber of the non-bd infusion set decreased and occlusion was suspected. The drug used is etoposide.

Manufacturer narrative:
Investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that connector luer lock c35j had flow issues. The following information was provided by the initial reporter: this is a report about a flow issue of 515505-zat. The hcp connected to non-bd infusion set and started infusion; however, the volume level in the drip chamber of the non-bd infusion set decreased and occlusion was suspected. The drug used is etoposide.